Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). A search of the complaint database found similar reports that were attributed to a combination of unintended use error and damage/wear of the hex drive feature consistent with end of life due to repeated use. However, without the device to examine, the investigation could not draw any further conclusion for this specific device. A review of the receiving and inspection records found 81 pieces of this lot were placed into distribution on (B)(6) 2020. A search of the depuy synthes quality management system was performed for the finished goods device lot number so2045925, and no non-conformances were identified. In conclusion, this is a known failure mode and the current rate of complaints for this issue is within the expected occurrence rates. Review of the risk assessment summary for this device revealed a risk level of low. The device is designed such that the level of risk associated with load transfer between compatible devices or in standalone devices is acceptable to meet the requirements for performance indicated in the IFU (the user can identify when to remove the device from service). The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. H3

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screwdrivers t will not go deep enough into the head of a screw. No surgical delay.